Event description:
It was reported that during an interrogation of the pulse generator the r-waves were less than 2 mv. Capture thresholds were 4.5 v, 1.0 ms in unipolar and 5.5 v, 1.0 ms in the bipolar configuration. Lead impedance was greater than 2000 ohms in the bipolar configuration. A chest x-ray could not confirm a lead issue.

Manufacturer narrative:
No medwatch form was received.